Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the surgery was executed with no issue or awareness that anything had malfunctioned. At patient's follow up, x-rays were taken and what we believe is a broken off piece of a flowport cannula is still in patient. Patient being brought back to or to extract foreign object.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken piece off still in patient probable root cause: application - excessive force - poor visualization through arthroscope the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the surgery was executed with no issue or awareness that anything had malfunctioned. At patient's follow up, x-rays were taken and what we believe is a broken off piece of a flowport cannula is still in patient. Patient being brought back to or to extract foreign object.